Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted (B)(4) regarding a bag that became disconnected on the homechoice (hc) machine during set up. The cg stated the solution bag fell and disconnected. The technical service representative (tsr) had the cg cycler power and assisted with ending therapy. The cg would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the root cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.